Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the shield was damaged. The returned syringe was examined and exhibited a deformed stopper in the barrel and a cracked and broken barrel with a piece of the barrel broken off ranging from the 42 unit marking to the flange. Unable to perform DHR check for shield damaged and stopper damaged/disfigured due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 11nov2019, holdrege received a complaint, via pictures, from material 326668, with an unknown batch number. Visual inspection of the pictures showed the stopper wrinkled inside the barrel, and the barrel cracked with a piece missing from the 42 scale line to just below the flange. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. It was not possible to look at quality notifications, maintenance dispatches, or the DHR for anything related to this complaint as the lot number is unknown. No root cause could be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that the syringe 0.5ml 30ga 8mm 7bag 420cas jp experienced product damage with the device still considered operable. The following information was provided by the initial reporter: the shield was damaged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.5ml 30ga 8mm 7bag 420cas jp experienced product damage with the device still considered operable. The following information was provided by the initial reporter: the shield was damaged.